Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed, therefore a definite root cause could not be identified. In addition, the following non-reportable malfunctions were found during the device evaluation: flat cable is corroded. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding and no voltage fluctuations). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while connecting 190 series scopes to his olympus evis exera iii video system center, the unit was not displaying an image and instead producing an e204 error code during procedure preparation. According to the initial reporter, the intended diagnostic endoscopy procedure was completed using another device without any reports of patient harm.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.